Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that the leading haptic was fully injected out of the injector, the lens orientation was incorrect. The healthcare professional rotated the injector to correct the orientation as per the instruction in "fig 7" of the "use of rayone" section of the IFU - "...in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". The healthcare facility reports that during rotation of the injector and continued advancement of plunger, some blood was observed in the eye, originating from the iris. Iol implantation was completed with the lens in the correct reverse s orientation. The blood from the iris was removed from the eye and the lens was positioned in the correct axis and remains in situ. The patient returned for examination one day post-operatively and was confirmed to be recovering well. Our review of production records for the rayone emv toric rao210t batch 083220970 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distrbution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been receievd against the rayone emv toric rao210t batch 083220970. The additional information received identifies that the injector was removed from the blister tray to close the flaps. This is a deviation from the IFU and has likely impacted the position of the lens within the rotating cartridge affecting delivery and orientation of the lens.

Event description:
On 8th july 2024, rayner received notification from its distributor in singapore of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the iol exited the injector in the incorrect orientation.